Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 3 of 5. The patient checked the lines and bags and could not find the source of the leak. Gts had the patient cycle power to clear the error and end therapy. Gts then had the patient disconnect aseptically and remove the cassette. The patient was advised to notify their dialysis nurse of any missed therapy. No injury or medical intervention was reported.